Manufacturer narrative:
Insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test and excessive no delivery test or verify no excessive no delivery/occlusion due to motor error alarms.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. .

Event description:
The customer reported via phone call that they were trying to bolus when the insulin pump alarmed a no delivery. The customer¿s blood glucose level was 151 mg/dl. Troubleshooting was performed and insulin did not exit. They assembled a new infusion and reservoir set. They ran a manual prime of at least 5 units. The insulin pump alarmed a no delivery. They were advised to discontinue use of the device and revert to a back-up plan. They were advised that the device would be replaced and agreed to return the product for analysis.